Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. We were unable to perform functional test due to motor error alarm anomaly. The insulin pump had a blank display. The lcd board was fine. The insulin pump had minor scratched lcd window, cracked near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 120 mg/dl. Customer was advised to insert new battery and display did not return. Customer was advised to remove battery for 10 minutes and clean the battery cap contact with a cotton swab and alcohol. Customer called back after minutes put battery back in and nothing happened. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.